Event description:
It was reported that the device was not working. Product evaluation investigation found that the device motor speed was not stable. No adverse events were reported as a result of this malfunction. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter telephone number (B)(6). Investigation completed. This is an initial final report submission. Review of the most recent repair record determined the motor speed was not stable and there was possible oxidation on the motor. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.